Event description:
It has been reported that there was a bad cable connection at the end of the catheter which was preventing a proper connection in order to zero or use the catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.